Event description:
It was reported to boston scientific corporation that an advanix preloaded stent was used during a endoscopic retrograde cholangiopancreatography(ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the common bile duct stones were removed then the physician advanced the stent into the hepatic portal region. The stent was attempted to be released, but resistance was met and the stent failed to deploy. During the attempted deployment, the pull wire cap detached and the pull wire kinked. The push catheter buckled and was torn, exposing the pull wire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A picture was received from the complainant showing the push catheter to be torn and pull wire to be kinked.

Manufacturer narrative:
Reported event of push catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The stent and delivery system were returned for evaluation with the stent deployed and the pull wire retracted such that the green coating was visible. The pull wire cap missing and was not returned. Visual evaluation found the pull wire and push catheter to be kinked. The suture was intact and attached to the push catheter. The push catheter was accordioned and split open near the locking mechanism, exposing the pull wire. The suture hole in the stent was found to be partially torn. The condition of the returned device indicates difficulty was experienced and excessive force may have been used during the attempted deployment, and are consistent with the reported event. The noted damages are likely due to procedural or anatomical factors encountered during the procedure which limited the performance of the device such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix preloaded stent was used during a endoscopic retrograde cholangiopancreatography(ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the common bile duct stones were removed then the physician advanced the stent into the hepatic portal region. The stent was attempted to be released, but resistance was met and the stent failed to deploy. During the attempted deployment, the pull wire cap detached and the pull wire kinked. The push catheter buckled and was torn, exposing the pull wire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A picture was received from the complainant showing the push catheter to be torn and pull wire to be kinked.